Event description:
Had a pleurx catheter implanted by dr (B)(6) of (B)(6) in (B)(6) hospital. He had my orders to drain over 1000 ml a day as well as keep it hooked 24/7. All of which is against manufacturers guidelines. After 5 days the line and pleural cavity were infected with (B)(6). I am currently still hospitalization after 22 days.